Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that both this patient's right atrial lead and right ventricular leads had not been pacing as required and were found to be dislodged. As a result both leads were surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.